Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that that unit has a bad display.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the lcd pcb was discolored, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
Dealer is stating that unit has a bad display.